Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: there is specific evidence that filter has tilted and is embedded and recommendation that filter removal not be attempted. Doctors advised against removal because " too much time had lapsed since implant and filter was now embedded." It would be too dangerous to attempt to remove the embedded filter. As a direct and proximate result of these malfunctions patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result patient has suffered and will continue to suffer significant medical expenses and pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: there is specific evidence that filter has tilted, embedded and is recommended that filter removal not be attempted. Doctors advised against removal because " too much time had lapsed since implant and filter was now embedded." It would be too dangerous to attempt to remove the embedded filter. As a direct and proximate result of these malfunctions patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result patient has suffered and will continue to suffer significant medical expenses and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter (ivc) is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The implantation date of the filter is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Additionally, the timing and mechanism of the tilt has not been reported at this time. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: there is specific evidence that filter has tilted and is embedded and recommendation that filter removal not be attempted. Doctors advised against removal because " too much time had lapsed since implant and filter was now embedded." It would be too dangerous to attempt to remove the embedded filter. As a direct and proximate result of these malfunctions patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result patient has suffered and will continue to suffer significant medical expenses and pain and suffering, and other damages. The following additional information was received per the patient¿s medical records: the filter was implanted due to deep vein thrombosis and massive pulmonary embolism and was deployed without difficulty just below the level of the lowest renal vein. No immediate complications were encountered. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 7 years 8 months post implantation. The patient reports tilt, filter embedded in wall of the ivc, and device unable to be retrieved however there is no documentation of a retrieval attempt. The patient also reports suffering from constantly having anxiety of possibly dying due to filter still being inside of them, it being hard to have sex, cough, or bend over due to the pain caused by the filter.

Manufacturer narrative:
Additional information was provided and is available in: section a2 (age at the time of event, date of birth) section b3 (event date) section b5 (event description) section g4 (date received by the manufacturer and PMA/510(k) number) section h6 (evaluation codes) the implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of optease vena cava filter. The filter was implanted due to deep vein thrombosis and massive pulmonary embolism. The filter was deployed just below the level of the lowest renal vein without difficulty. No immediate complications were encountered. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: specific evidence that the filter has tilted and is embedded and recommendation that filter removal not be attempted. Doctors advised against removal because "too much time had lapsed since implant and filter was now embedded." It would be too dangerous to attempt to remove the embedded filter. As a direct and proximate result of these malfunctions patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result patient has suffered and will continue to suffer significant medical expenses and pain and suffering, and other damages. According to the additional information received, the patient became aware of the reported events approximately seven years and eight months after implantation. The patient reports tilt, filter embedded in wall of the ivc, and device unable to be retrieved. However, there is no documentation of a retrieval attempt. The patient further reported suffering from constantly having anxiety of possibly dying due to filter still being inside of them, it being hard to have sex, cough, or bend over due to the pain caused by the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The reported embedment of the filter could not be confirmed and could not be further clarified at this time. The optease vena cava filter is indicated for retrieval up to 23 days post implantation. Following this period of time, and as early as twelve days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's instructions for use may involve additional risks not described in the labeling. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.